Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) study. This complaint is being reported based on the events of asthma exacerbation and pneumonia requiring hospitalization and treatment. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient was admitted to the hospital post procedure for dyspnea, wheezing, and decrease in fev1. The patient was treated with bronchodilators and high dose steroids. On (B)(6) 2014 the patient was discharged from the hospital. The event is reported as continuing. On (B)(6) 2014, the patient went to the ER with hemoptysis and was admitted to the hospital. A chest x-ray was done and it revealed that the patient had lll pneumonia. The patient was treated with antibiotics. The patient was discharged from the hospital on (B)(6) 2014. The event is reported as continuing. Baseline spirometry values - visit date: (B)(6) 2013 pre-bronchodilator: fev1: 2.30, fev1 % predicted: 68.05, fvc: 2.96, fvc % predicted: 69.00. Post-bronchodilator: fev1: 2.39, fev1 % predicted: 70.71, fvc: 3.00, fvc % predicted: 69.93.

Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the events of asthma exacerbation and pneumonia requiring hospitalization and treatment. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient was admitted to the hospital post procedure for dyspnea, wheezing, and decrease in fev1. The patient was treated with bronchodilators and high dose steroids. On (B)(6)2014 the patient was discharged from the hospital. The event is reported as continuing. On (B)(6) 2014, the patient went to the ER with hemoptysis and was admitted to the hospital. A chest x-ray was done and it revealed that the patient had lll pneumonia. The patient was treated with antibiotics. The patient was discharged from the hospital on (B)(6) 2014. The event is reported as continuing. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.30; fev1 % predicted: 68.05; fvc: 2.96; fvc % predicted: 69.00; post-bronchodilator: fev1: 2.39; fev1 % predicted: 70.71; fvc: 3.00; fvc % predicted: 69.93; additional information recieved as of june 28, 2014: the reported event of asthma aggravated was reported to have resolved on (B)(6) 2014. The reported event of pneumonia was reported to have resolved on (B)(6) 2014. Additional information recieved as of july 23, 2014: the previous averse event of pneumonia has been changed to left lower lobe abscess.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the events of asthma exacerbation and pneumonia requiring hospitalization and treatment. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient was admitted to the hospital post procedure for dyspnea, wheezing, and decrease in fev1. The patient was treated with bronchodilators and high dose steroids. On (B)(6) 2014 the patient was discharged from the hospital. The event is reported as continuing. On (B)(6) 2014, the patient went to the ER with hemoptysis and was admitted to the hospital. A chest x-ray was done and it revealed that the patient had lll pneumonia. The patient was treated with antibiotics. The patient was discharged from the hospital on (B)(6) 2014. The event is reported as continuing. Baseline spirometry values - visit date: (B)(6) 2013: pre-bronchodilator: fev1: 2.30; fev1 % predicted: 68.05; fvc: 2.96; fvc % predicted: 69.00. Post-bronchodilator: fev1: 2.39; fev1 % predicted: 70.71; fvc: 3.00; fvc % predicted: 69.93. Additional information received as of june 28, 2014. The reported event of asthma aggravated was reported to have resolved on (B)(6) 2014. The reported event of pneumonia was reported to have resolved on (B)(6) 2014. Additional information received as of july 23, 2014. The previous averse event of pneumonia has been changed to left lower lobe abscess. Additional information received on 30nov2016. The reported event of 'left lower lobe abscess' had resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the events of asthma exacerbation and pneumonia requiring hospitalization and treatment. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient was admitted to the hospital post procedure for dyspnea, wheezing, and decrease in fev1. The patient was treated with bronchodilators and high dose steroids. On (B)(6) 2014 the patient was discharged from the hospital. The event is reported as continuing. On (B)(6) 2014, the patient went to the ER with hemoptysis and was admitted to the hospital. A chest x-ray was done and it revealed that the patient had lll pneumonia. The patient was treated with antibiotics. The patient was discharged from the hospital on (B)(6) 2014. The event is reported as continuing. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.30; fev1 % predicted: 68.05; fvc: 2.96; fvc % predicted: 69.00; post-bronchodilator" fev1: 2.39; fev1 % predicted: 70.71; fvc: 3.00; fvc % predicted: 69.93; additional information recieved as of june 28, 2014 the reported event of asthma aggravated was reported to have resolved on (B)(6) 2014. The reported event of pneumonia was reported to have resolved on (B)(6) 2014.